Manufacturer narrative:
Updated fields- d8, d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The customer contacted olympus technical assistance support (tac) via phone. Tac instructed to clean the electrical contacts on the scope and then reconnect it to a tower while the tower is powered off and then advised powering on the tower once it is connected. Tac further advised that if the error follows the scope to another tower, the issue is likely scope related. If not, then the issue may have been caused by dirty contacts. Later, the tac was informed of the b30 scope communication error issue for which the tac advised sending the device for repair. The customer informed tac of the event. The device will be returned to olympus for evaluation. In addition, the following reportable malfunction was identified during the device evaluation: noisy image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the noisy image and b30 scope communication error occurred due to a component failure, whereas the connection issue occurred due to dirty contacts. However, no presumable cause could be determined for the dirty contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during inspection for use, the colonovideoscope exhibited a connection issue, displaying a scope communication error (error b30), and dirty contacts were identified. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.